Event description:
It was reported that the ventilator failed the safety valve test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board has been completed. This board contains electronics which control the expiration valve. The returned pc-board was installed in a ventilator system for simulated use testing. The reported issue was reproduced and confirmed during test. The review of the returned device logs also confirms the reported event. Electrical measurements shows that it was caused by defective integrated circuit on the printed circuit board.

Event description:
(B)(4).